Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure. In that procedure they used guidewire. Reportedly, intraoperative guidewire fractured outside the patient. There was no reported patient injury.

Manufacturer narrative:
H11: follow up with the customer confirmed that the reported guidewire was not a bd product the device used was identified as a terumo pa35263 reinforced guidewire. The file was reassessed for reportability and determined to no longer meet the criteria for a complaint. Additionally, the event does not meet MDR reporting requirements. This supplemental document updates the record to reflect the corrected assessment. B5, g3 section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure. During the procedure, a non bd guidewire was used. It was reported that the guidewire fractured intraoperatively, but the break occurred outside the patients body.